Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, g1, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2022 to 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that webpage was timed out when they tried to the login screen. A technical support specialist stated that the hospital information technology team configured firewall rules to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es did not allow certified registered nurse anesthetist to log in during a procedure. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow nurse to log in during a procedure. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station disconnected due to hospital network. Customer's hospital information technology team made changes to gateways and firewall rules to resolve. The system was functional as intended.